Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 313 mg/dl. The customer was advised to rewind the insulin pump. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units and they observe insulin exits with the manual prime. The customer reports insulin exits with the manual prime. The customer was advised that the insulin pump is working as designed. The customer was advised that the alarm was caused by set/reservoir occlusion. The customer was advised to monitor the insulin pump and call back as needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.